Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the pump module alarmed with no cause of alarm listed. The infusion was restarted with the same alarm coming up. The IV tubing was switched to another pump module and after a few air-in-line alarms showed up as expected, there were no further issues. There was patient involvement but no harm. Although requested, no further information was provided.

Event description:
It was reported that the pump module alarmed with no cause of alarm listed. The infusion was restarted with the same alarm coming up. The IV tubing was switched to another pump module and after a few air-in-line alarms showed up as expected, there were no further issues. There was patient involvement but no harm. Although requested, no further information was provided.

Manufacturer narrative:
Correction: annex b: b17. Annex c: c20. Additional information: device available for eval, returned to manufacturer on, device return to manuf, device eval by manufacturer, remedial action required, remedial action # annex a: a0709, a2305, a090202. Annex g: g0301201, g04119, g05005. Annex b: b01, b14. Annex c: c0201, c07. Annex d: d02. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : see manufacturer narrative.